Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up on (B)(6) 2018. Upon interrogation of the device, noise with asystole was noted on the right ventricular lead. The lead was explanted and replaced on (B)(6) 2018. The patient was stable.

Manufacturer narrative:
A partial lead with the distal end was returned in one piece measuring 45.4cm. Analysis was normal. No anomalies were found. The damage found was sustained during the surgical procedure.